Event description:
It was reported during a spinal procedure, the interface/connection between the adapter and screw driver was found to be loose. The surgeon did not proceed with the procedure. The patient underwent a second surgery on an unknown date.

Manufacturer narrative:
The device did not return for evaluation. Photographs were not provided to confirm the event. The part and lot number were not provided; therefore, a review of device history records cannot be performed. If the device and/or additional information are provided a follow up report will be filed accordingly.

Manufacturer narrative:
Corrected information: d5. It was reported during a spinal procedure, the interface/connection betwen the adaptor and the probe was found to be loose. The surgeon did not proceed with the procedure. The patient underwent a second surgery on an unknown date. H6. Component code: 918 h11. The device did not return for evaluation. Photographs were not provided to confirm the event. The lot number was not provided; therefore, a review of device history records cannot be performed. If the device and/or additional information are provided a second follow up report will be filed accordingly. Additional information: d4. Model #: 17008 catalog #: 17008 primary unique device identifier (UDI) #:(B)(4).